Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that communication between the station and the server was checked and no issues were detected. The tss confirmed that there were no connectivity or data transfer errors observed and confirmed with the customer that the issue was resolved and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user informed that all stations were in critical override due to an interface issue and no medications could be retrieved for any patients. Also, user stated that the issue persisted for approximately 45 minutes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.